Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against right device. Device has been explanted.

Event description:
Healthcare professional reported "rupture" against right device. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases fold, underweight, broken shell. A microscopic analysis was performed which identify crease sharp in the posterior and around the opening have non penetrating nicks (stress marks) in the posterior. Based on the device analysis the final assessment is: a crease sharp broken on posterior due to a fold flaw opening. -non-penetrating nicks (stress marks).